Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) the patient was unaware of a pocket issue. The patient was only aware that they were having trouble charging their ins. The patient was unsure when or how for long they had been having difficulty with charging. The patient stated that it was last turned on 3 weeks before the initial report on (B)(6) 2017. The recharger would only communicate with the ins when the patient was in a flexed seated position. The ins appeared to be tilted at an angle and deep so that it was difficult to palpate. The event was not resolved yet as the patient was scheduled for the revision surgery later in (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a pocket revision due to depth and the position of battery. No further complications are anticipated.